Event description:
It was reported the patient underwent elbow arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015 due to wear of the poly ulna bearing and a loose screw. The condyles and ulna bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-01683 /-01684).